Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an increase in shock impedances on the right ventricular (rv) lead. The shock impedances increased from 75 ohms to 117 ohms. Boston scientific technical services (ts) discussed that this is a single coil lead and it is not uncommon to have impedances in the 120 ohms to 130 ohms range. Subsequently, the upper out of range impedance alert was increased and the physician will continue to monitor. This ICD and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited increased shock impedances on the right ventricular (rv) lead. They increased from 75 ohms to 117 ohms. The out of range upper limit was increased and the physician will continue to monitor. Further information was received that high capture thresholds were also observed as well as high out of range shock impedance measurements on the rv lead. A commanded energy shock delivered and a code 1005, indicative of an open circuit condition detected during shock delivery, was displayed. Boston scientific technical services (ts) was consulted and a lead revision was recommended. No additional adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited increased shock impedances on the right ventricular (rv) lead. They increased from 75 ohms to 117 ohms. The out of range upper limit was increased and the physician will continue to monitor. Further information was received that high capture thresholds were also observed as well as high out of range shock impedance measurements on the rv lead. A commanded energy shock delivered and a code 1005, indicative of an open circuit condition detected during shock delivery, was displayed. Boston scientific technical services (ts) was consulted and a lead revision was recommended. Further information was received that this device was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this device for analysis.